Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue indicated as skin irritation with the use of the abbott diabetes care (adc) device was reported after day 1 of wear. The customer described unspecified symptoms of infection at the adc device site and made contact with a healthcare professional (hcp) by email or phone. The customer was prescribed unknown medication to treat the symptoms described as infection due to the device issue. There was no report of death, serious injury, or mistreatment associated with this event.